Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form.

Event description:
It was reported that the patient underwent an unknown sling procedure for stress incontinence on unknown date and the mesh was implanted. The patient experienced severe pain in groin, hips and legs, autoimmune reckon to polypropylene, fibromyalgia, chronic fatigue and urine infections. The patient also was unable to have sexual relations due to pain. Additional information has been requested.